Event description:
It was reported that the patient noted never having therapeutic effect. The patient had a "battery replacement" on (B)(6)-2014 (see manufacturer's report # 3004209178-2014-17586). The patient was upset with a new serial number card, saying "why would they do a new serial if they just replaced the battery and not the stimulator"? Patient services reviewed that an implantable neurostimulator (ins) replacement consists of taking the stimulator out of their body and a new one put in, and that it is not possible to replace only the battery of the stimulator while it¿s in her body. The patient became upset by this, and said that "this new one isn't working at all; it hasn't since it was implanted, and I am upset that they didn¿t tell me a whole new stimulator was put in." The patient thought they just changed the battery. The patient noted: "now they want me to come to the office to test something and put another stimulator in on the left side so I will then have two in". The patient noted: "they have already tried everything to get it to work and do some procedure where they numb me and check something and then put another one in". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v240184, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The patient's new stimulator was not working and had not worked since it was put it on (B)(6) 2013. The patient's next appointment was scheduled for (B)(6) 2014.